Event description:
It was reported, that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 520 mg/dl. Customer required assistance, due to their bg level and was given a manual injection.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.